Event description:
It was reported the patient experienced drainage from the surgery site. Lab work was done on (B)(6)-2012; results were mrsa infection in the pump pocket. The device was explanted and disposed of according to biohazard instructions. The outcome was noted as resolved without sequelae. The pump was delivering morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4), catheter model# 8731sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk, (B)(4).